Manufacturer narrative:
This is a retrospective report dur to warning letter related to observation of FDA inspection conducted on (B)(4), 2012.

Event description:
During puncture of the lumbar (l2-l3) sympathetic ganglion block under fluoroscopic guidance, needle broke at the point 4cm from hub; 8cm of the needle remained in the pt. It was removed by skin incision. No adverse effect to pt. MFR lot #: 06i310-08.